Manufacturer narrative:
Investigation of the reported event of ¿the tip broke off the end of the shaver¿ was confirmed based on photographic evidence. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user not to excessively bend or kink the handpiece cord. Always inspect cords for signs of excessive wear or damage, or bent, broken or missing pins within the connector(s). If any wear or damage is found, discontinue use and replace handpiece immediately. Using a damaged power cord could possibly cause injury. Do not attach, insert or remove accessories or attachments while the handpiece is operating. Injury to the operator and/or damage to the equipment may occur. Place the handpiece safety mechanism in the ¿safe¿ position prior to installation or removal of items. Do not use burs for plunge cutting. Injury or damage may occur. Do not use shaver blade or bur if they show any signs of damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the c9951a, cuda shaver blade, lot 1160141, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was that during an ankle surgery, the tip broke off the end of the shaver. The tip was retrieved out of the ankle joint. No injury to the patient however, there was an approximate 30 minutes delay to the procedure as the tip was retrieved. Additional information received notes that issue happened almost immediately after inserting into the joint for the first time. The doctor and room staff attempted a few methods of retrieving the tip. Unfortunately, the location where it was lodged made it difficult to access. Tip was ultimately suctioned into a specimen trap, from which they retrieved it. Nothing unusual or of special concern was noted regarding the patient¿s anatomy. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as although removed, the tip did fall into the patient.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the c9951a, cuda shaver blade, lot 1160141, recently experienced by (B)(6) hospital on (B)(6) 2021. Information received was that during an ankle surgery, the tip broke off the end of the shaver. The tip was retrieved out of the ankle joint. No injury to the patient however, there was an approximate 30 minutes delay to the procedure as the tip was retrieved. Additional information received notes that issue happened almost immediately after inserting into the joint for the first time. The doctor and room staff attempted a few methods of retrieving the tip. Unfortunately, the location where it was lodged made it difficult to access. Tip was ultimately suctioned into a specimen trap, from which they retrieved it. Nothing unusual or of special concern was noted regarding the patient¿s anatomy. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as although removed, the tip did fall into the patient.